Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used : posterior lumbar interbody fusion it was reported that the patient presented with pre-operative diagnosis of spondylolisthesis in anterior l5 vertebral body and underwent fusion of 1 intervertebral dics on l5/s1. Post-op, the s1 screw was broken. Revision surgery was performed for replacement of screw.